Manufacturer narrative:
(B)(4). Field diagnostic/corrections: the equipment alarmed with return pressure too high. The run data files were analyzed for the procedure and show that the trima operated as intended. Evaluation summary: a service call was placed for this incident. The service rep verified the aps/cps sensors, pump speeds, and occlusions with no issues found. Auto test and saline runs was performed with no problems. The device history record for this equipment was reviewed and no issues were found. Root cause: donor access issues. No failure of the device was found.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Customer reported that two collections were done on this machine ((B)(6) 2010). Both times, the procedure started fine with no alarms, then the return pressure bar graph went to the top, and the donors had infiltrations as a result. No medical intervention was requested or performed. Basic first aid was used to treat the donor infiltrations. Ice was applied and the donors were given instructions for home care. Customer was not willing to give the dobs.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Customer reported that two collections were done on this machine ((B)(6) 2010). Both times, the procedure started fine with no alarms, then the return pressure bar graph went to the top, and the donors had infiltrations as a result. No medical intervention was requested or performed. Basic first aid was used to treat the donor infiltrations. Ice was applied and the donors were given instructions for home care. Customer was not willing to give the dobs.

Manufacturer narrative:
(B)(4). Field diagnostic/corrections: the equipment alarmed with return pressure too high. The run data files were analyzed for the procedure and show that the trima operated as intended. Evaluation summary: a service call was placed for this incident. The service rep verified the aps/cps sensors, pump speeds, and occlusions with no issues found. Auto test and saline runs was performed with no problems. The device history record for this equipment was reviewed and no issues were found. Root cause: donor access issues. No failure of the device was found.